Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in performing a pump reset. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.